Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent burch procedure, and sacrocolpopexy due to vaginal vault prolapse, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia and odor. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and (B)(6) 2013 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent pelvic floor prolapse repair using uphold mesh; urethral suspension using sur-fit sling on (B)(6) 2013 due to pelvic floor prolapse, sui, hypermobile urethra, intrinsic sphincter deficiency. No additional information was provided.